Event description:
Customer contacted customer service on january 9, 2024. The customer reported dissatisfaction with the soft picks advanced device. The customer reported breakage at the point where the brush silicone part attaches to the rigid plastic handle.